Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1494066 and #1535655). The unused files have been evaluated: production batch #1494066: the number of unused instruments received is not representative to determine if the batch is in compliance with specifications regarding our prescriptions. Root causes are not identified. We will track this kind of event and monitor the trend. Production batch #1535655: a sample of unused files have been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1535655 is conforming (representative sampling). No fault found.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during treatment. The broken piece could not be retrieved and patient was referred to an endodontist.